Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came in and had suffered a stroke. The event history revealed multiple isolated alarms including no external power, backup battery fault, low speed operations, and low flow alarms. The pt's lactate dehydrogenase (ldh) levels continued to be elevated, plasma free hemoglobin measured at 39, international normalized ratio (inr) at 2.6. Low flow alarms reoccurred and the pt was readmitted. A pump exchange was decided and upon explant, thrombosis was detected as well as evidence of an embolic cerebrovascular accident (cva).

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: no information. Additional information also included indicated: device malfunction causative factor: sub-therapeutic anticoagulation and prothrombotic states.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A correlation between the device and the reported stroke and thrombus could not be determined. The pump was returned assembled. The driveline was cut approximately 3 inches from the pump housing and a 15 inch portion of the severed driveline was returned. The sealed inflow conduit was not returned, as well as the sealed outflow graft and bend relief. The outflow elbow was returned attached to the pump. Upon investigation of the returned pump, some deposition was found in the inlet stator and outlet stator. The inlet stator thrombus appeared to have formed in laminated layers and had some coloring consistent with denatured blood, which is an indication that it likely developed over a period of time while the pump was in operation, although, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The outlet stator deposition was granular and loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Upon removal of the observed depositions, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from that testing revealed normal pump power consumption comparable to what was recorded during the manufacturing process and the pump functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.